Event description:
According to a copy of the medical record received from the initial reporter, the patient was admitted to the hospital for replacement of their bjork-shiley aortic heart valve for "stenosis due to pannus ingrowth". Also according to the medical record, the valve appeared normal "without evidence of wear and the tilting disk moved freely". During surgery, the patient also had their natural tricuspid and mitral valves replaced due to stenosis and regurgitation .